Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent at a rate of 100ml/hr. The primary solution container was lowered with "2 hangers" below the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. It was reported the tubing set remained in use until the completion of the infusion. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.